Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx sis system was opened to be used on a mid-urethral sling placement procedure on (B)(6) 2016. According to the complainant, upon preparation, the inner sterile packaging was noted to be compromised. There was a hole on top it. The procedure was completed with another solyx sis system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.